Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to visit after noise was sensed on the lead causing a vf diagnosis. The patient did not receive hv therapy. Interrogation of the device, showed a drop in the r-waves. The patient will be monitored.